Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video slice board (vsl) to resolve the reported issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed/replicated. The tech was able to replicate the reported problem by installing the unit into system and testing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was error 307 repeatedly occurring. The system logs confirmed non-recoverable error 307 reported by video slice board (vsl) 1 in the system core. The technical service engineer (tse) recommended powering off and resetting the vision side cart (vsc) main breaker; issue reoccurred. The tse determined vsl1 will need to be replaced. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the case was aborted. Surgeon decided not to proceed even laparoscopy or open. No harm to the patient.